Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the solenoid valves 3 and 4 needed to be replaced to return the device to working condition. The customer's bio-med received and installed solenoid valves 3 and 4 to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
Date of report: 22jul2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor auto zero failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.